Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump passed the self test, however, constant pump error 38 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Pump¿s history and trace files downloaded successfully using thump software. Pump error 38 confirmed in the pump history/trace files on 10/30/2025 at 13:35:55.000. Pump was cut open to perform visual inspection and a jammed motor gearbox. Test sc1-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. Unable to verify alleged no allegation to pump defectiveness due to constant pump error 38 alarms during rewind. Pump error 38 alarms confirmed during rewind and in the pump history/trace files due to a jammed motor gearbox. Unable to verify alleged high bgs. For additional information regarding the tests performed refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced alert of requesting sensor replacement. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-1886. Customer received a change sensor alert. Customer is unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. No troubleshooting was performed. No further patient complications were reported. The customer discontinued the use of the device. The product mmt-1886 was returned for analysis.